Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy and abdominal pain. The cause of peritonitis was unknown. It was reported that the patient was hospitalized for abdominal pain and was subsequently diagnosed with peritonitis. It was reported the patient was not treated with antibiotics for the event. At the time of this report, the patient remained hospitalized and was recovered from the peritonitis. Pd therapy was ongoing. No additional information is available.